Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d6b if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised for medial collapse of the tibia due to loosening at cement to implant interface. Tibial tray was removed and no cement was present on the tray. Patient was revised with a medial 10mm augment. There was no surgical delay. Doi: 2016. Dor: (B)(6) 2022. Affected side- left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4) awareness for us FDA reporting: ra-002169530, mrn 1818910-2022-09191 was reported in error as this cement has already been reported under ra-002664178, mrn 1818910-2023-12277. Any additional information associated with this cement product that requires reporting should be reported under ra-002664178, mrn 1818910-2023-12277.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Update 26-sep-2022: update received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: d6a.